Manufacturer narrative:
The device evaluation performed by engineering showed the following: the catheter was broken near the transition bond. The broken leading end of the catheter appeared stretched and measured approximately 15.2 cm from the break to the trailing end of the leading tip. These observations are consistent with the leading tip being pulled with force. The inner member of the catheter was broken, but the transition bond was intact. No damage to the back of the leading tip was noted. The gore® excluder® conformable aaa endoprosthesis IFU (md176228) states: ¿do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath¿. Based on the findings from the evaluation, the condition of the returned device is consistent with the physician¿s observations that ¿when removing the delivery catheter the physician had to pull very hard on the device; so hard that the leading olive disconnected from the delivery system¿. The root cause of the leading tip of the catheter breaking from the device could not be determined with the current information and therefore the physician¿s statement that ¿the patient's difficult anatomy had been the issue¿ could not be determined with the available information. A manufacturing deficiency could not be identified, therefore, no CAPA request will be generated as a result of this event this type of occurrence will continue to be monitored by gore.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 7cm in diameter and was implanted with gore® excluder® conformable aaa endoprostheses. Post deployment of the trunk ipsilateral leg endoprosthesis when removing the delivery catheter the physician had to pull very hard on the device; so hard that the leading olive disconnected from the delivery system. The physician then snared the leading olive from the patient without issue. The physician stated at the end of the procedure there was no failure of the device and no complaint associated with the device, emphasizing the patient's difficult anatomy had been the issue. The patient's vessels were reported to have been very calcified and tortuous, having taken approximately 45 minutes to get the 18 fr gore® dryseal flex introducer sheath advanced through all the calcified vessels. At the conclusion of the procedure the 18 fr dryseal sheath was noted to have a very large lip deviated into it as a result of all that tortuosity encountered coupled with some difficulty advancing the leading olive within the sheath. The patient tolerated the procedure. The gore® excluder® conformable aaa delivery system and detached leading olive and the gore® dryseal flex introducer sheath were retained and will be returned to gore for analysis.